Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was dead so they could not determine settings prior to implanting a primary cell battery. The ins was replaced.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative (rep) reported the implantable neurostimulator (ins) was dead due to having been overdischarged three times and could not be recovered. It was noted that the rep did not have the exact dates or printouts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.